Manufacturer narrative:
The blade subject to this MDR was not returned for investigation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a total knee arthroplasty procedure, it was noted that there was excessive metal debris. It was also reported that there was no patient injury and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.